Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "downstream occlusion all the time" was not reproduced. A review of event history log revealed several downstream occlusion alarms. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified.the cause of the condition was determined to be the downstream sensor values out of specification and the downstream tubing guide loose. The downstream tubing guide requires replacement and the force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump constantly alarmed downstream occlusion during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.